Manufacturer narrative:
Investigations determined the issue to be resolved by the service actions.

Manufacturer narrative:
The field service engineer performed an ise check and found it to be unstable. The reference electrode was replaced as values from the check were high. The area around the electrode was cleaned. An additional ise check was performed and this was ok. Calibration and controls were ok. This event occurred in (B)(6).

Event description:
The initial reporter stated that they noticed that controls were outside of range for ise tests on the cobas 8000 ise module. Precision studies were run and the results were imprecise. Ise checks were performed and these looked very good. The customer repeated an unspecified number of patient samples. Data was provided for a total of 52 patient samples and of these, 15 had discrepant results for ise indirect na for gen.2. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. No adverse events were alleged to have occurred with the patients. The serial number of the cobas 8000 ise module is (B)(4).